Event description:
It was reported that a smiths medical pump alarmed "no disposable - clamp tubing". Pump settings: rate: 14ml/24hr, res vol: 96.7ml , given: 7.1 ml. Air in tubing was noted. No injury to patient. No further information available.